Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to the erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received no delivery alarms, a motor position encoder error alarm, and a motor error alarm from her insulin pump. The customer's blood glucose level was 287 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.